Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient reports having swelling, pain, redness, irritation and a bump at the pod infusion site (leg). The patient removed the pod prior to going to the emergency room. Once at the hospital emergency room the patient was diagnosed with cellulitis. As treatment, the patients pod infusion site was lanced and drained. The patient was treated with intravenous antibiotics. The patient was prescribed clindamycin (300 mg) 2 pills to be taken once a day and keflex. The patient reports they were in the hospital for under 24 hours.